Event description:
It was reported that starting a month ago the patient began to feel pressure/pain at the electrode site upon turning the implantable neurostimulator (ins) on. Once the ins was on then it became positional. If the patient slumped over a little bit they felt it non-stop and would cut across their abdomen. If the patient went upright it ceased. Impedances were ran and all were 1000-1500 ohms at 7.0v except for 13 as it appeared to be completely open on every pair, greater than 40,000 ohms and that contact was being used in the patient¿s programming. There was a 50% or greater symptoms reduction. The patient claimed the lead times were involved with the issue. The cause of the event was not determined and it was unknown if it was device related. The manufacturer representative was unsure how the patient was doing or if they were receiving effective therapy. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).